Manufacturer narrative:
(B)(4)

Event description:
The customer stated that the issue started with intermittent qc recovery issues. He stated that initially he ran he ran his high level control to check patient estradiol results that recovered >3000pg/ml which had to be diluted. The internal qc recovered high and out of range. He removed the pack on board, prepared a new pack by allowing it to reach temperature, placed it on board, and calibrated with fresh materials. It passed qc and he re-ran the patient samples. The customer saw there was change in calibration signals from the previous pack that could explain the issue, but when he ran qc on (B)(6), all of his assays failed either high or low by more than 2sd. He made new system water, performed liquid flow cleaning, cleaned the sipper, and re-ran his qc. This time everything passed except for his estradiol. He re-calibrated the estradiol reagent pack, ran biorad and roche qc, and it passed without any issues. The customer provided elecsys estradiol iii results for two patients. For patient 1 the initial result was 266.2 pg/ml and the repeat results were 177.0 pg/ml and 186.6 pg/ml. For patient 2 the initial result was 148.0 pg/ml and the repeat results were 72.86 pg/ml and 65.30 pg/ml. The erroneous results were reported outside the laboratory. Corrected reports for both patients were issued. The patients were not adversely affected. The elecsys estradiol iii assay lot number is 28459201 and the expiration date is 31-oct-2018. The field service representative determined the root cause was a cracked pressure sensor acrylic block. He replaced the pressure sensor acrylic block and adjusted the sipper nozzle. Instrument checks and qc results were within specification.